Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker had several recorded instances of oversensing. A connection issue was suspected, and surgical intervention was performed to check the connections. Afterwards additional instances of oversensing was observed. Boston scientific technical services (ts) reviewed the device data and noted that the noise observed dating back a year is unlikely related to ta connection issues. The noise is more consistent with compromised lead integrity such as lead-on-lead abrasion. At times the nose appears to resemble contact potentials (high frequency/high amplitude) and other times consistent with myopotentials (high frequency/low amplitude). The data is suggestive of underlying compromised lead integrity on both the right atrial (ra) lead and right ventricular (rv) lead resulting in inappropriate atrial tachy response (atr) and ventricular tachycardia (vt) events. The noise appears to be short bursts, less than two seconds. Some troubleshooting was performed but due to the pocket area still healing not all was performed. The device remains implanted and the patient will be monitored.